Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 05/08/2024, the patient¿s cgm was reading 289 mgdl and the bg meter was reading 400 mgdl. The patient was vomiting and was taken to the emergency room (ER) by the patients parents for evaluation. At the ER, the patient was treated with zofran. On (B)(6) 2024, the patient was discharged home. The patient was reported to be ¿not stable, yet fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.